Event description:
According to the reporter they had a bravo capsule which failed to attach. There was no harm to the patient, but the capsule had to be removed from the patient. There was nothing unusual about the patient or the procedure, and an endoscopy was performed prior to the procedure and showed the esophagus to be normal. A repeat procedure was performed, and the device will not be returned for investigation.